Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 6 mm. Per the physician, the dcs was not twisted or torqued while in the patient. Per the physician, when withdrawing the dcs, the capsule was closed until was aligned with the catheter tip.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34; product serial number unknown; product type: heart valve; implant date 2026-feb-10; explant date n/a product ID l-evolutfx-34; product lot number 0013092919; product type: compression loading system; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic aortic valve, during the valve placement with the delivery catheter system (dcs) at the end of valve deployment, the catheter tip of the dcs ¿broke¿ while within the patient. As reported, the patient¿s anatomy had not contributed to the event. The valve was fully deployed and implanted. The dcs was removed from the access artery per process. A cutdown or surgical procedure was not required for the dcs removal. Procedure time was increased with a bleeding risk. However, as reported, there were no patient symptoms or injuries as result of this event. The patient status and outcome were reported as ¿good¿.